Manufacturer narrative:
None of the findings of this investigation could have been a causative factor for the incident described by the customer. Both findings of this investigation (worn thread insert and roughened surface of the extension arm) are due to insufficient lubrication of the skull clamp. The detailed specifications for maintenance and care (cleaning, lubrication, servicing) of the product are mandatory in the associated IFU. As none of the deviations detected during this investigation could have caused the reported incident we suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
Customer informed us on the 2nd of august that one of our products was involved in a procedure (posterior cervical fusion) in which a laceration occured to the patient.